Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention wherein the physician moved the ipg from the right to left flank on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated.